Manufacturer narrative:
Lead capped on 18-apr-2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance has been greater than 150 ohms for over the past several months. Lead observation will be performed as per md guidelines. Sensing and thresholds and pacing lead measurements are all in normal range.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.